Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8187714; the lot number was built on afa line 6 from 07jul18 thru 13jul18. Packaged on packaging line 8 from 11jul18 thru 15jul18 and packaging line 9 on 15jul18 for a quantity of 422,410 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated for this lot number during the packaging process; it would not impact the outcome of the quality of the product relevant to the defect stated in pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced blood leakage during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced blood leakage during use.